Event description:
It was reported that one of the patient's friends got "burned" when she turned her ins too high. Unable to follow up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B)(4).